Manufacturer narrative:
PMA/510(k) # k163468. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The customer reported the following complaint issue: ¿the user advanced the device along the wire guide to reach colon sigmoideum, which was about 20 cm from anus. Then they removed the red safety guard and squeezed trigger to deploy the stent. But the tip of stent didn't deploy under x-ray fluoroscopy. The marker had passed the point-of-no-return indicator. But stent didn't deploy. Retain the wire guide and withdraw the stent. Replace new device to finish the procedure.¿ an image of the device was provided prior to return and is attached to this file for review. 1 x evo-25-30-8-c was returned to cirl for evaluation. On evaluation of the returned device, it was noted that there was no stent exposure from the sheath. The lockwire was in place and the red shuttle deployment marker was towards the back of the handle. Actuation was possible but it was not possible to deploy. The handle was dismantled during lab evaluation to show that the flexor had broken at the shuttle cap. The stent was manually deployed and no defect was noted with the stent. The customer complaint was confirmed as the flexor was broken at the shuttle cap. As usage condition cannot be replicated within the laboratory setting, a definitive root cause cannot be conclusively determined. A possible cause for the issue occurring may be due to delamination of the ptfe liner of the outer sheath. A review of the qc records did not reveal any issues which could have contributed to this complaint issue. Prior to distribution all evo-25-30-8-c devices are subjected to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for this evolution device revealed no discrepancies in the manufacturing records that could have contributed to this complaint issue. It may be noted that a project was assigned at this time to product development to further investigate stent deployment issues of this nature in an effort to eliminate future occurrences. The instructions for use, which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The user advanced the device along the wire guide to reach colon sigmoideum, which was about 20 cm from anus. Then they removed the red safety guard and squeezed trigger to deploy the stent. But the tip of stent didn't deploy under x-ray fluoroscopy. The marker had passed the point-of-no-return indicator. But stent didn't deploy. Retain the wire guide and withdraw the stent. Replace new device to finish the procedure.